Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 4 (the motor arm cannot communicate with the main arm) and customer received pump error 63 (hardware low level failures) 2times. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump errors and fund that customer was able to clear the alarm and able to rewind the pump. Error table indicated that pump should be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed the self-test. The history was download successfully utilized thumps software. Pump error 63 alarm triggered by three consecutive pump error 63 alarms on 02/15/2025 23:16:06:000 pm with variable (15) and pump error 4 alarm confirm on 02/15/2025 23:16:06:000 pm. Pump error 63 and pump error 4 alarm due to moisture damage on electronics assembly. Unit received with moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection broken belt clip rails, fading serial number label, and cracked case corner of belt clip rails. Pump error 63 alarm triggered by three consecutive pump error 63 alarms with variable 15 due to moisture damage. Pump error 4 alarm due to moisture damage on electronics assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.